Event description:
Account contact reports: patient underwent skin graft surgery to his leg for a stasis ulcer. The dressing was placed to his graft site following surgery by the or nurse. The nurse states that she was unaware that the product contained petroleum. The patient subsequently lost the graft site, had to undergo an additional surgery.